Manufacturer narrative:
Reliability analysis inspected 4 opened/used infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a pump. All 4 infusion sets failed per spec. Infusion sets found occluded at qr connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of an occluded infusion set. The customer's blood glucose reading was 254 mg/dl. The customer stated that she cannot get insulin to come through the sof-set. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised to return the infusion set.